Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. After changing the infusion set, the fill estimate gauge was incorrect and a cartridge alarm 1 occurred. The cartridge was changed to resolve the reported issues. Blood glucose was over 250 mg/dl.